Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate.

Event description:
The consumer reported that their healthy white toothbrush shaft came off in their mouth. No injury was reported.